Event description:
On (B)(6) 2011 customer reported that the rinse block on their hmx al instrument was leaking during a startup cycle. Customer stated that the leak was contained inside the instrument no injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the leak at the red stripped tubing at pinch valve 42. Fse replaced all tubing through this pinch valve and this resolved the leak. Fse also performed preventative maintenance. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).